Event description:
It was reported that a spectrum iq infusion pump had improper shutdown during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6, h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Technical support was notified that the issue was resolved by the customer however no details were provided regarding the resolution. Should additional relevant information become available, a supplemental report will be submitted.